Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3387s-40, lot# v165754, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that a hair stylist burned the patient's scalp and compromised the lead. The patient also noted that she had an infection on her scalp that resulted in a successful full system explant. The patient was also given antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.